Event description:
Dear sven this unit was stored in the stock of "ministry of health storage" , (only 84 hours of work) . And now due to the corona it was released to tel hasomer m.c . The customer claims that several times the unit alarmed with : "relife valve defective".

Manufacturer narrative:
This issue is deemed a reportable event since the malfunction tightness test failed / leak test failed" can lead to a delay in the therapy since the ventilator cannot be used. Another ventilator must be made available. The root cause of the ventilator was a malfunction of the check valve assembly. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.